Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the maryland bipolar forceps instrument snapped. The reporter noted that the issue was probably contributed by user error. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. There were also scratches on the surface of the distal pulley. Additional observation not reported by the customer was loose bipolar pins. Both bipolar pins were loose in the back of the instrument's housing. The chassis was not broken and was still attached. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.